Manufacturer narrative:
(B)(4). At this time, the system will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. Out of range measurements were not able to be reproduced in clinic. No adverse patient effects were reported.